Event description:
It was reported that the patient underwent a lead extraction procedure (unknown cause). During the procedure, the lead unraveled. No additional adverse patient effects were reported.